Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted during testing. No unexpected numbers scrolling during testing was noted. The pump also had cracks on the reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on the lcd window, scratched reservoir tube window, cracked belt clip slot, and stained end cap sticker.

Event description:
The customer reported that the insulin pump buttons were not working and had button alarm. Customer's blood glucose was 130 mg/dl. Customer stated that the numbers were scrolling up when she program the bolus. Customer stated she changed her batteries 3 times but it did not work. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.